Event description:
Reporter indicated that vns pt was experiencing an increase in seizures. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of service. Device settings were adjusted. Investigation to date has been unable to determine whether the seizure increase was an increase from previous efficacy with the vns therapy or an increase above pre-vns baseline frequency.